Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nephrectomy, the clips didn't close correctly, a clearance was visible after applied on the vessel so they fall and the vessel began to bleed. The procedure was completed with hemolocks. There was no patient consequence.